Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose and sensor issues. Customer stated they were getting alert for change sensor and calibration not accepted. Customer¿s blood glucose was 400 mg/dl while sensor glucose was 86 mg/dl. Customer treated with insulin pump. Troubleshooting was declined. The sensor will be returned for analysis.